Event description:
The abstract article, "trifecta bioprostheses: evaluation of the safety based on the study of degenerations according to the varc-3 classification", was reviewed. The research article is a retrospective single center experience to evaluate the intrinsic imputability of trifecta for dysfunction according to the varc-3 classification in patients implanted and to reassess their referencing in our center. Trifecta valve was the device associated with this study. The article concluded, the classification of failures according to varc-3 indicated the intrinsic imputability of the trifecta¿ bioprostheses regarding to the number of svd-type dysfunctions. Although this study has limitations, it shows the understatement of medical-devices-vigilance cases by the medical staff. [The primary author of this article is richez, ophelie, amiens-picardie university hospital, 1 rond-point du professeur christian cabrol, 80054 amiens, france, with email address of : richez.ophelie@chu-amiens.fr]. It was reported that on an unknown in date (B)(6) 2012, a 23mm trifecta valve was implanted in a patient with calcified narrowing. On an unknown date in (B)(6) 2014, transesophageal ultrasound showed infiltrant tissue vegetation at the cuspids of the valve. An abscess was observed at the posterior aortic ring with several geodes inside. There was no communication between the aorta and the abscess. Endocarditis was observed with thickness at the 3 cusps along with the infiltrant tissue vegetation. A large peri-annular abscess was observed in detersion process with no visible fistula. On (B)(6) 2014, due to voluminous infiltration of the valve, the trifecta valve was replaced with a new 21mm trifecta valve. On an unknown date in (B)(6) 2014, there was good function of the 21mm trifecta valve. On an unknown date in (B)(6) 2018, the patient passed due to unknown causes.

Manufacturer narrative:
As reported in a research article, vegetation was found on the valve about two years after the device was implanted so the device was replaced. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications a more comprehensive assessment, including histopathological examination of the valve tissue could not be performed as the event was non-contemporaneously reported through a literature review and no device was received for analysis. Based on the information received, the cause of the endocarditis reported could not be conclusively determined.